Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, after the proglide device was deployed it was stuck in the artery. The proglide device was re-wired, manipulated and removed. A sheath was placed. An angiogram was performed that revealed a perforation in the iliac artery. Balloon dilatation was performed to treat the perforation. Manual arterial compression was applied to achieve hemostasis at the access site. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.